Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that both the generator and lead passed all functional tests prior to distribution.

Event description:
A presentation titled ¿(B)(6) sleep study¿ was given which included adverse events involving one patient. It was reported that the vns patient presented breathing difficulties, bad sleep, coughing and sweating. It was reported that device was turned off. The patient underwent dolphin-riding therapy and zonisamide. The patient has cryptogenic focal epilepsy since age 3, mental retardation, and abnormal behavior. The patient presented 3 to 6 tonic-clonic seizures per day which lasted 20 seconds to 4 minutes. The patient presented 15 episodes of grand-mal. The patient had been treated with carbamazepine, valproate, primidone, lamotrigine, oxcarbazepine, levetiracetam, lacosamide and zonisamide, which yielded no efficacy. The patient presented sleep-apnea syndrome and snoring. The vns system was implanted in the patient in 2006. Further information was received indicating that the patient had presented itching on the back of the neck, too. It was reported that the pulse width was reduced from 250 to 125 usec. Review of manufacturing records confirmed that both the generator and lead passed of functional tests prior to distribution. No known surgical interventions have occurred to date.